Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation type codes: remove code 4118. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. A follow-up report will be submitted upon completion of the clinical evaluation.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2019. On (B)(6) 2025, during a routine follow up, a type iiia endoleak was discovered. Intervention occurred on (B)(6) 2025 with implant of ovation ix iliac limb. The type iiia endoleak was resolved and the patient is stable.